Event description:
It was reported a call was made to technical services that the right atrial port on the device was plugged and there were no diagnostics or longevity estimates. The technical services representative instructed the caller to turn off the implant detections, which was completed. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.